Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, a motor position encoder error alarm, and an additional error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to perform the a21 error, occlusion, and the excessive no delivery test due to motor error alarm; unable to verify e70 alarm in the alarm history due to history file over written also, unable to verify a35 alarm due to motor error alarm. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Cleared the user settings and programmed the pump with the current time and date and was monitored for three days and no unexpected check settings alarm occurred. The insulin pump was received with normal operating currents and passed the self test, rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.